Event description:
It was reported that during a novasure procedure on (B)(6) the physician received a vacuum alarm during the procedure. No patient injury was reported and the procedure was completed with a second device. The device was returned for investigation purposes and it was discovered on october 10th 2022 that a hole in the array was observed with loss of material. Functional testing was conducted and failed vacuum error, the resistance tested failed thus confirming the complaint. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Visual inspection was conducted and a hole in the array was found with possible loss of material. Functional testing was conducted and failed vacuum error, the resistance test failed. Hence, the complaint can be confirmed. This observation will be monitored and trended.